Manufacturer narrative:
Date rec'd by MFR: 26jun2019. The manufacturer¿s field service engineer (fse) confirmed the reported the touch screen and nav-ring failure. The fse replaced both the touch screen and the nav-ring, which resolved the issue, and the customer approved the repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 13sep2019. Report date: 18sep2019. Failure investigation was unable to verify the customer complaint of touch screen out of specification. The unit passed touchscreen calibration. All resistances were within tolerance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touch screen failure. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. There was no patient involvement.